Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used when the helix would not extend during the implant procedure. The rv lead was successfully replaced. No patient complications have been reported as a result of this event.